Event description:
Customer reports to have received a button error alarm, which customer states may have been caused by sweat. Customer's blood glucose was 120 mg/dl. Customer also reports to have woken up with blood glucose of 20 mg/dl, and treated with juice until blood glucose stabilized. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted during testing. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Prime test was not performed due to button keypad anomaly. The device was received with cracked case at display window corners, cracked display window, cracked battery tube threads, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.